Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain /pain") and multiple sclerosis ("multiple sclerosis progression") in an adult female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included muscular dystrophy and depression. Concurrent conditions included overweight, mood disorder, ataxia, weakness, cognitive disturbance, multiple sclerosis, neurogenic bladder, insomnia, leg pain, insomnia, irritable bowel, endometriosis, uterine bleeding, abdominal pain, urinary tract infection, painful periods, cyst, dysuria and back pain. Family history included migraine and headache. Concomitant products included carbamazepine, clonazepam, glatiramer acetate (copaxone), methylphenidate hydrochloride (ritalin), pethidine hydrochloride (demerol) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2009, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and multiple sclerosis (seriousness criterion disability). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, nausea and fatigue was resolving, the menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression, migraine, headache, vaginal discharge, weight decreased and multiple sclerosis outcome was unknown and the dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, multiple sclerosis, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: fatigue, anxiety, depression, headaches, migraines, multiple sclerosis, dysmenorrhea. Most recent follow-up information incorporated above includes: on 29-aug-2018: pfs & mr added. Concomitant condition were added. Added event abnormal bleeding (vaginal), abnormal bleeding( menorrhagia), vaginal infection, depression, mental anguish, migraines ,headaches, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight loss. Updated onset date, outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain /pain") and multiple sclerosis ("multiple sclerosis progression") in an adult female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included muscular dystrophy and depression. Concurrent conditions included overweight, mood disorder, ataxia, weakness, cognitive disturbance, multiple sclerosis, neurogenic bladder, insomnia, leg pain, insomnia, irritable bowel, endometriosis, uterine bleeding, abdominal pain, urinary tract infection, painful periods, cyst, dysuria and back pain. Family history included migraine and headache. Concomitant products included carbamazepine, clonazepam, glatiramer acetate (copaxone), methylphenidate hydrochloride (ritalin), pethidine hydrochloride (demerol) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2009, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion disability) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, nausea and fatigue was resolving, the multiple sclerosis, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression, migraine, headache, vaginal discharge and weight decreased outcome was unknown and the dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, multiple sclerosis, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: fatigue, anxiety, depression, headaches, migraines, multiple sclerosis, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain /pain") and multiple sclerosis ("multiple sclerosis progression") in a 28-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included muscular dystrophy and depression. Concurrent conditions included overweight, mood disorder, ataxia, weakness, cognitive disturbance, multiple sclerosis, neurogenic bladder, insomnia, leg pain, insomnia, irritable bowel, endometriosis, uterine bleeding, abdominal pain, urinary tract infection, painful periods, cyst, dysuria and back pain. Family history included migraine and headache. Concomitant products included buspirone from (B)(6) 2008 to (B)(6) 2009, carbamazepine since 2010, clonazepam since 2010, cyclobenzaprine hydrochloride (flexeril) from 2014 to 2016, glatiramer acetate (copaxone), medroxyprogesterone (depo provera), methylphenidate hydrochloride (ritalin), pethidine hydrochloride (demerol) since 2014, tramadol since 2012 and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infection"), anxiety ("mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient experienced headache ("headaches") and weight increased ("weight gain/loss(specify which one)weight gain"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion disability) and menstrual disorder ("menstrual issues"). The patient was treated with dimethyl fumarate (tecfidera), alprazolam (xanax), sertraline (zoloft), bupropion (wellbutrin), topiramate (topamax) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, nausea, fatigue and weight increased was resolving, the multiple sclerosis, vaginal haemorrhage, menorrhagia, menstrual disorder, vaginal infection, anxiety, depression, migraine, vaginal discharge and weight decreased outcome was unknown and the dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, multiple sclerosis, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: fatigue, anxiety, depression, headaches, migraines, multiple sclerosis, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: pfs received. Onset date of the events psychiatric problems, headache, nausea, fatigue, dysmenorrhea and headache updated. Patient's weight updated. Concomitant medications added. Treatment drugs added. Following event: weight gain/loss(specify which one)weight gain was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain /pain'), device dislocation ('they could not see my coils and I had 2 ultrasound vaginal and abdominal') and multiple sclerosis ('multiple sclerosis progression') in a 28-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscular dystrophy and depression. Patient's current weight 160 lbs. Concurrent conditions included overweight, mood disorder, ataxia, weakness, cognitive disturbance, multiple sclerosis, neurogenic bladder, insomnia, leg pain, insomnia, irritable bowel, endometriosis, uterine bleeding, abdominal pain, urinary tract infection, painful periods, cyst, dysuria and back pain. Family history included migraine and headache. Concomitant products included from 2014 to 2016, buspirone from (B)(6) 2008 to (B)(6) 2009, carbamazepine since 2010, clonazepam since 2010, glatiramer acetate (copaxone), medroxyprogesterone acetate (depo provera), methylphenidate hydrochloride (ritalin), pethidine hydrochloride (demerol) since 2014, tramadol since 2012 and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)/ my cycle used to be 5-7 days now they are longer."). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ harrible cramps") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infection"), anxiety ("mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient experienced headache ("headaches") and was found to have weight increased ("weight gain/loss(specify which one)weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion disability), menstrual disorder ("menstrual issues"), abdominal distension ("look pregnant for no reason") and flank pain ("flank pain"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), dimethyl fumarate (tecfidera), sertraline hydrochloride (zoloft), topiramate (topamax) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the device dislocation, multiple sclerosis, menstrual disorder, vaginal infection, anxiety, depression, migraine, vaginal discharge, weight decreased, abdominal distension and flank pain outcome was unknown and the headache, nausea, fatigue and weight increased was resolving. The reporter considered abdominal distension, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, flank pain, headache, menorrhagia, menstrual disorder, migraine, multiple sclerosis, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case,the following were described in patients medical record confirming: fatigue, anxiety, depression, headaches, migraines, multiple sclerosis, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported from social media : abdominal distension, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pelvic pain, menorrhagia and vaginal bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain /pain') and multiple sclerosis ('multiple sclerosis progression') in a 28-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscular dystrophy and depression. Patient's current weight 160 lbs. Concurrent conditions included overweight, mood disorder, ataxia, weakness, cognitive disturbance, multiple sclerosis, neurogenic bladder, insomnia, leg pain, insomnia, irritable bowel, endometriosis, uterine bleeding, abdominal pain, urinary tract infection, painful periods, cyst, dysuria and back pain. Family history included migraine and headache. Concomitant products included from (B)(6) to (B)(6) , buspirone from (B)(6)2008 to (B)(6)2009, carbamazepine since 2010, clonazepam since 2010, glatiramer acetate (copaxone), medroxyprogesterone acetate (depo provera), methylphenidate hydrochloride (ritalin), pethidine hydrochloride (demerol) since 2014, tramadol since 2012 and zolpidem tartrate (ambien). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)/ my cycle used to be 5-7 days now they are longer."). In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ harrible cramps") and fatigue ("fatigue"). In (B)(6)2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infection"), anxiety ("mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6)2009, the patient experienced nausea ("nausea"). On (B)(6)2009, the patient experienced headache ("headaches") and was found to have weight increased ("weight gain/loss(specify which one)weight gain"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion disability), menstrual disorder ("menstrual issues") and abdominal distension ("look pregnant for no reason"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), dimethyl fumarate (tecfidera), sertraline hydrochloride (zoloft), topiramate (topamax) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, headache, nausea, fatigue and weight increased was resolving, the multiple sclerosis, vaginal haemorrhage, menorrhagia, menstrual disorder, vaginal infection, anxiety, depression, migraine, vaginal discharge, weight decreased and abdominal distension outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, multiple sclerosis, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: fatigue, anxiety, depression, headaches, migraines, multiple sclerosis, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported from social media : abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Events: look pregnant for no reason added. On 15-jan-2020: social media received. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain /pain') and multiple sclerosis ('multiple sclerosis progression') in a 28-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscular dystrophy and depression. Patient's current weight 160 lbs. Concurrent conditions included overweight, mood disorder, ataxia, weakness, cognitive disturbance, multiple sclerosis, neurogenic bladder, insomnia, leg pain, insomnia, irritable bowel, endometriosis, uterine bleeding, abdominal pain, urinary tract infection, painful periods, cyst, dysuria and back pain. Family history included migraine and headache. Concomitant products included from 2014 to 2016, buspirone from (B)(6) 2008 to (B)(6) 2009, carbamazepine since 2010, clonazepam since 2010, glatiramer acetate (copaxone), medroxyprogesterone acetate (depo provera), methylphenidate hydrochloride (ritalin), pethidine hydrochloride (demerol) since 2014, tramadol since 2012 and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)/ my cycle used to be 5-7 days now they are longer."). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ horrible cramps") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infection"), anxiety ("mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient experienced headache ("headaches") and was found to have weight increased ("weight gain/loss(specify which one)weight gain"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion disability), menstrual disorder ("menstrual issues"), abdominal distension ("look pregnant for no reason") and flank pain ("flank pain"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), dimethyl fumarate (tecfidera), sertraline hydrochloride (zoloft), topiramate (topamax) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, headache, nausea, fatigue and weight increased was resolving, the multiple sclerosis, vaginal haemorrhage, menorrhagia, menstrual disorder, vaginal infection, anxiety, depression, migraine, vaginal discharge, weight decreased, abdominal distension and flank pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, fatigue, flank pain, headache, menorrhagia, menstrual disorder, migraine, multiple sclerosis, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: fatigue, anxiety, depression, headaches, migraines, multiple sclerosis, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported from social media: abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter was added, new event flank pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain /pain'), device dislocation ('they could not see my coils and I had 2 ultrasound vaginal and abdominal') and multiple sclerosis ('multiple sclerosis progression') in a 28-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscular dystrophy and depression. Patient's current weight 160 lbs. Concurrent conditions included overweight, mood disorder, ataxia, weakness, cognitive disturbance, multiple sclerosis, neurogenic bladder, insomnia, leg pain, insomnia, irritable bowel, endometriosis, uterine bleeding, abdominal pain, urinary tract infection, painful periods, cyst, dysuria and back pain. Family history included migraine and headache. Concomitant products included from 2014 to 2016, buspirone from (B)(6) 2008 to (B)(6) 2009, carbamazepine since 2010, clonazepam since 2010, glatiramer acetate (copaxone), medroxyprogesterone acetate (depo provera), methylphenidate hydrochloride (ritalin), pethidine hydrochloride (demerol) since 2014, tramadol since 2012 and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)/ my cycle used to be 5-7 days now they are longer."). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ horrible cramps") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infection"), anxiety ("mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient experienced headache ("headaches") and was found to have weight increased ("weight gain/loss(specify which one)weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion disability), menstrual disorder ("menstrual issues"), abdominal distension ("look pregnant for no reason") and flank pain ("flank pain"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), dimethyl fumarate (tecfidera), sertraline hydrochloride (zoloft), topiramate (topamax) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, nausea, fatigue and weight increased was resolving, the device dislocation, multiple sclerosis, vaginal haemorrhage, menorrhagia, menstrual disorder, vaginal infection, anxiety, depression, migraine, vaginal discharge, weight decreased, abdominal distension and flank pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal distension, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, flank pain, headache, menorrhagia, menstrual disorder, migraine, multiple sclerosis, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case,the following were described in patients medical record confirming: fatigue, anxiety, depression, headaches, migraines, multiple sclerosis, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported from social media : abdominal distension, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media content received: event-device dislocation was added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain /pain'), device dislocation ('they could not see my coils and I had 2 ultrasound vaginal and abdominal') and multiple sclerosis ('multiple sclerosis progression') in a 28-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscular dystrophy and depression. Patient's current weight 160 lbs. Concurrent conditions included overweight, mood disorder, ataxia, weakness, cognitive disturbance, multiple sclerosis, neurogenic bladder, insomnia, leg pain, insomnia, irritable bowel, endometriosis, uterine bleeding, abdominal pain, urinary tract infection, painful periods, cyst, dysuria and back pain. Family history included migraine and headache. Concomitant products included from 2014 to 2016, buspirone from (B)(6) 2008 to (B)(6) 2009, carbamazepine since 2010, clonazepam since 2010, glatiramer acetate (copaxone), medroxyprogesterone acetate (depo provera), methylphenidate hydrochloride (ritalin), pethidine hydrochloride (demerol) since 2014, tramadol since 2012 and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)/ my cycle used to be 5-7 days now they are longer."). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ harrible cramps") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infection"), anxiety ("mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient experienced headache ("headaches") and was found to have weight increased ("weight gain/loss(specify which one)weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion disability), menstrual disorder ("menstrual issues"), abdominal distension ("look pregnant for no reason") and flank pain ("flank pain"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), dimethyl fumarate (tecfidera), sertraline hydrochloride (zoloft), topiramate (topamax) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, nausea, fatigue and weight increased was resolving, the device dislocation, multiple sclerosis, vaginal haemorrhage, menorrhagia, menstrual disorder, vaginal infection, anxiety, depression, migraine, vaginal discharge, weight decreased, abdominal distension and flank pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal distension, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, flank pain, headache, menorrhagia, menstrual disorder, migraine, multiple sclerosis, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case,the following were described in patients medical record confirming: fatigue, anxiety, depression, headaches, migraines, multiple sclerosis, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported from social media : abdominal distension, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.